Event description:
The account alleged that a patient was sitting on the foot section and it fell to the floor and the patient hit their elbow.

Manufacturer narrative:
The technician performed the investigation and the account stated that the patient was exiting the bed from the foot end and the foot section fell. The patient caught herself on the right leg support causing redness to her right forearm. There was no witness to the event. No treatment provided for redness on the patient's right forearm. The technician inspected the bed and found the left side latch weldment was slightly bent inwards. With the foot section installed, it held correctly and locked into position. The technician suggested the account replace the left hand latch weldment as it was slightly bent inwards. The account is not replacing the left hand latch weldment at this time.